Event description:
A malfunction was reported on the pump. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 500 mg/dl. The customer was treated with intravenous (IV) fluids of saline and insulin to address the elevated bg. The customer was discharged later the same day with the issue resolved and no permanent damage. Technical support assisted the customer in resetting the pump, successfully preventing recurrence of the malfunction code. The customer was instructed to continue using the pump and to contact technical support if any issues arose again.